Manufacturer narrative:
Device evaluation summary: the device was returned with the stylette and sheath loaded. The stylette and sheath was removed with no issue. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a severely tortuous, moderately calcified lesion in the distal circumflex (cx) artery. It was reported that the stent deformed in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.